Event description:
It was reported that the customer was hospitalized three times due to diabetic ketoacidosis. The reported blood glucose reading was 898 mg/dl at the time of the most recent event. The customer declined to perform troubleshooting. The customer's doctor concluded that the customer wore the infusion set for too long, resulting in sepsis, which is what caused the first event. It was reported that an issue with the infusion set caused the second event. Troubleshooting was performed, and the displacement test passed. The insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.